Manufacturer narrative:
The customer's complaint that the thermogard xp ivtm system (sn (B)(6) displayed recurring tcmid:02 (ce danfoss error) error message was confirmed during the functional testing and the event log review. The root cause of the reported complaint was a defective danfoss module. The event log review indicated multiple tcmid:02 errors, confirming the reported complaint. The thermogard system failed functional testing due to a tcmid:02 error, confirming the reported complaint. The danfoss module was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional, calibration, and electrical safety tests without issues. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6) displayed recurring tcmid:02 (ce danfoss error) error messages. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested.